Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the e217(scope error) occurred was cause traced to component failure and for air water cylinder (tube) had foreign objects, air water tube had foreign objects, connecting tube had foreign objects was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air water cylinder (tube) had foreign objects, air water tube had foreign objects, connecting tube had foreign objects and e217(scope error) occurred. There was no patient involvement.